Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer's blood glucose at the time of incident was 497 mg/dl, current blood glucose is 207 mg/dl and customer's blood glucose while hospitalized was above 500 mg/dl. It also stated that on tuesday morning customer woke up with high blood glucose which was over 600 mg/dl then went down to 599 mg/dl. Blood glucose of customer while hospitalization was 497 mg/dl. The cause of hospitalization was diabetes ketoacidosis and high blood glucose. The customer experienced symptoms like sweating and vomiting. The customer was treated high blood glucose with pump. The customer was wearing the insulin pump during the hospitalization. Product will not be returned for analysis.